Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Future explant date: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old caucasian female who underwent breast augmentation revision with a possible unknown mentor saline prosthesis experienced spontaneous right sided deflation post procedure. The deflation was diagnosed through a visit to the physician¿s office. As a result, an explant scheduled for (B)(6) 2022.

Manufacturer narrative:
Additional information was received on november 29, 2022. The impacted product, previously reported as unknown saline, is a mentor smooth round moderate profile 325cc saline prosthesis, catalog #3501650, lot #7572816. Replacement with 585cc mentor memorygel boost breast implants was performed with explant. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 28, 2022. The implant date was clarified to be (B)(6) 2018. The impacted product was received by the failure analysis lab on (B)(6) 2023. The investigation of the returned device was completed by the failure analysis lab on january 9, 2023. Device evaluation summary: a manufacturing record evaluation was performed for the finished device 7572816 number, and no non-conformance's were identified. The product was returned to the mentor for evaluation. The mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).